Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a patient with a history of lasik and form fruste keratoconus had their light adjustable lens (lal, sn (B)(6) , +21.0d) explanted due to unhappiness with their visual quality.